Manufacturer narrative:
The tech investigated and found the lift off foot section brackets were bent inward, preventing full engagement to the bed and causing the foot section to fall down. The tech found when using a foot section from another bed, the foot section would engage properly. The tech recommended that the account replace the foot section. The affinity three birthing bed and affinity four birthing bed user manual states if the foot section is not level, this is an indication that it is not locked into position. Lift the foot section to the level position and push until the latches securely engage. Pull on the foot section to ensure that it is locked into position.

Event description:
The accounts engineer stated they have had three separate incidents of pt's falling while seated on the lift off foot section. The foot section of the bed detaches from the bed and falls. Although the issue has occurred in multiple rooms, only one bed has been involved. The accounts director of maternity stated there have been no injuries and they have not reported the issue before.